Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline xs had a molding defect. The following information was provided by the initial reporter: small piece of plastic on tip of posiflush syringe. Tip had a minuscule, sharp piece of plastic present which has the potential to break off when injected.

Event description:
It was reported that syringe 10ml saline xs had a molding defect. The following information was provided by the initial reporter: small piece of plastic on tip of posiflush syringe. Tip had a minuscule, sharp piece of plastic present which has the potential to break off when injected.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0008212 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for return, our quality engineer team was unable to perform a thorough sample investigation. Based on the limited investigation results, an exact cause could not be determined for this reported incident. See h.10.